Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4,g3,h6.

Event description:
Patient reported left side "moderate breast pain". Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 07/17/2014. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: moderate left side breast pain.

Event description:
Patient reported left side "moderate breast pain". Device has been explanted.